Event description:
It was reported that the intraocular lens (iol) was prepared following amo protocol, using healon ophthalmic viscoelastic device (ovd). The lens was introduced into the eye with the haptics stuck together in the center of optic. The doctor performed the implant operation, where he attempted to free haptics with an instrument. Haptics released after 1 minute, 30 seconds. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Pt age/date of birth: unknown. Explant date: if explanted, give date: na (not applicable) the lens remains implanted. Initial reporter: telephone number: (B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance report (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in the change control system was done during the period when this production order was manufactured and did not show any change that could be related with the complaint type reported. The documentation shows that the production order was found to be within specifications and the devices met manufacturing release criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.